Event description:
An initial report of hospitalization was received by (B)(4) on (B)(6) 2024 and forwarded to millyard advanced medical products, llc on (B)(6) 2024. On (B)(6) 2024, the company received mw5150571 and mw5150572 from the FDA, which were determined to be associated with the same reported event. A technical investigation was completed on received materials that were in use by the patient during the referenced event. The patient reported that they received pump failure alarms on both pumps. Troubleshooting was unsuccessful. The patient was advised to go to the hospital, but they refused. It was reported that the devices were being replaced. Logs show that remote (B)(6) (paired with pump (B)(6)) and (B)(6) (paired with pump (B)(6)) both generated pump failure alarms on the date of the complaint. The pumps were disassembled and hardware failures were confirmed to have been the cause of the pump failures. Both systems were observed to have appropriately alarmed and entered a failsafe state as designed.